Event description:
Medtronic recall of ICD generator device secondary to possible battery malfunction. Patient with history of ischemic cardiomyopathy, hypertension, coronary artery disease, diabetes mellitus, ventricular tachycardia, s/p ICD implantation. In october 2004 had multiple episodes of v-tach and several shocks. 20 episodes of monomorphic v-tach 12/04 and 12/04 all successfully terminated with one burst of antitachycardia pacing. Patient to have ICD generator replacement due to recent recall by medtronic. (Per md h&p)